Event description:
It was reported that this pacemaker was exhibiting a red alert due to pacing impedance high out of range. The device also presented a communication error as it was unable to communicate with the server, the data had not been sent to the hospital, but the issue has been resolved, and the data has been sent. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was exhibiting a red alert due to pacing impedance high out of range. The device also presented a communication error as it was unable to communicate with the server, the data had not been sent to the hospital, but the issue has been resolved, and the data has been sent. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was exhibiting a red alert due to pacing impedance low out of range. The device also presented a communication error as it was unable to communicate with the server, the data had not been sent to the hospital, but the issue has been resolved, and the data has been sent. X-rays were performed but the cause was not identify. The device remains in service. No adverse patient effects were reported.